Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain, stiffness, capsular contracture grade unknown", "heaviness", "heat", "redness", "fold of the prosthesis", "small amount of peri-implant laminar fluid".

Event description:
Patient reported for left side "pain, stiffness, capsular contracture grade unknown", "heaviness", "heat", "redness", "fold of the prosthesis", "small amount of peri-implant laminar fluid". The device remains implanted.